Event description:
It was reported that the patient was scheduled to undergo a surgical intervention to add a 1x8 lead in the cervical region due to the spread of crps. The patient also experienced a loss of therapeutic effect after losing stimulation on the left side, and the patient was scheduled to have the thoracic lead replaced. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).